Event description:
The mother of a pediatric home patient reported 3 minicaps to be cracked. The health care professional stated, two of the cracked caps were noted prior to use. The other cap, the crack was noted during use. Per rn, the home patient was treated with prophylactic antibiotics (dosage unknown). Per rn, there was no patient injury associated with these incidents.